Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer¿s other blood glucose values were between 30 mg/dl to 500 mg/dl. It was also reported that the insulin pump had issues with the beep going off. The device will not be returned for analysis.